Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system, when compared to the genexpert (cepheid) system. On (B)(6) 2021, the initial sample generated positive results for sars-cov-2 & influenza a/b. A repeat test of the same sample on a competitor platform, genexpert (cepheid), generated negative results for all 3 targets. The initial and the repeat test results were reported. An investigation is currently ongoing. No harm is alleged.

Manufacturer narrative:
Analyzer sn (B)(4) was returned, and the problem report was pulled by the systems team. Unfortunately, the problem report did not contain any run logs, and therefore the allegation could not be confirmed. (B)(4).